Event description:
The surgeons complained that the lcp condylar plate broke post-operatively. The plate was implanted in the pt's left femur in 2004. The pt was weight-bearing and walking with a cane when the plate broke in december 2004. The plate was removed from the pt and replaced with the another lcp condylar plate a week later.